Manufacturer narrative:
Continuation of medical devices: 419688 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were several episodes of far field r-wave oversensing on the right atrial (ra) lead. The ra lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead sensitivity was reprogrammed.